Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg and lead site. Surgical intervention was undertaken on 21 november 2024 wherein the entire system was explanted to address the issue. The patient is reported to be healing.